Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for resistance during device removal, difficult to remove was confirmed with other empirical evidence. No manufacturing non-conformities were identified. Available information suggests that cs lead position in the patient may have cause an unwanted interaction with the delivery system and contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the procedure began with left access due to minimal right atrium (ra) height and concerns about getting enough height. During efforts to get coaxial with delivery system, it was near the cs lead and tricuspid annulus, the decision was made that snaring the cs lead completely out of the way would be the best and safest way to proceed with the procedure. When retracting the delivery system, it was unable to fully retract because the cs lead was inhibiting delivery system maneuvers. Maneuvers were tested and shown to be inhibited by the cs lead. Due to difficulties snaring the cs lead with a steerable sheath, an electrophysiology (ep) physician had to come in to snare the lead with a special snaring system. After the cs lead was snared, there was no interaction with the delivery system. The crimp time from first valve and delivery system exceeded 2 hours, so the decision was made to prep a new valve and delivery system. The device time from right side access with new valve/delivery system was smooth and under 40 minutes without the difficulties experienced from left side access.